Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g6, h2, h4, h6, h10 corrected fields: d1 (brand name), g4 (PMA/510(k). This supplemental emdr represents the bard/davol 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with right inguinal hernia thereby underwent robotic repair with the implant of 3dmax mesh (device 1). Per op notes, ¿a right direct inguinal hernia was noted. A large sided 3dmax mesh (device 1) was placed into peritoneal cavity and secured to the cooper ligament using sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 2). Per op notes, ¿there was a soft tissue defect consistent with a recurrent direct inguinal hernia was dissected free of the spermatic cord. A large bard flat mesh (device 2) was trimmed and attached to the pubic tubercle and run along the shelving edge of inguinal ligament using sutures.¿ on (B)(6) 2021 ¿ patient was diagnosed with recurrent indirect right inguinal hernia, left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (left - device 3). Per op notes, ¿on right, old mesh (device 1, 2) was identified. There was a very small defect a little more medial in the floor. The mesh (device 1, 2) was sutured to external oblique to cover the defect. On left, a small defect in internal ring was noted. A medium perfix plug (device 3) was placed into internal ring and then trimmed the keyhole mesh and tacked to the fascia, the pubic tubercle and shelving edge of the inguinal ligament using suture.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard mesh (bard flat mesh) on (B)(6) 2015 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.